Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular and cardiovascular) for the same pt involving two separate products, associated mdrs #1225714-2014-01042, 003594 and 03595.